Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a possible sensor malfunction giving readings once every 4 hours or so, that occurred on (B)(6) 2016.